Event description:
Heartware hvad patient who was admitted to hospital after experiencing hemiparesis and difficulty ambulating at home. Patient's spouse called 911 and the patient was transferred to hospital where CT scan showed that she suffered a large right frontotemporal intraparenchymal hemorrhage. This finding warranted surgical intervention, and the patient underwent a right sided decompressive craniectomy. This event is being reported via midas as a means to report this adverse event to the FDA. While this medical device may not be solely responsible for this adverse event, the device does have a substantially higher incidence of hemorrhagic stroke as compared to other commercially available lvads, which is one of the reasons the device was removed from the market as part of a formal recall in (B)(6) 2021. This patient did have other factors that could have contributed to her stroke, which may benefit from review. In addition to having a durable lvad which carries a significant risk of stroke, her inr was also volatile in the 7-10 days prior to this event.